Event description:
The customer was hospitalized for high bgs. The customer had blurred vision, thirst, leg pain and headaches. The dr believes the cause of high bgs may have been due to bad insulin or infusion set issue. Bgs were treated with insulin drip.